Event description:
A caller reported an error with their continuous glucose monitoring system, indicated as cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer received assistance from cts, who provided complete pump reset information and guided the caller through the process. After the reset, the pump no longer displayed the cgm error code, and the sensor session was successfully started.